Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based on available information, including photographs, videos, event descriptions, and additional field data, arthrex determined that the most likely cause of the reported failure is related to the patient's lifestyle and/or physical activity, as well as prior fractures or surgical history. The complaint allegation was not confirmed because no evidence of the reported failure was provided.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 15 dec 2025, arthrex was notified via email of a case study published by the american journal of sports medicine, for ¿glenoid rim fracture after anchor repair. " this case study is for patients who had previously undergone arthroscopic shoulder stabilization using suture anchors and who subsequently developed recurrent shoulder instability after a fracture of their anteroinferior glenoid. This assessment identified that the fracture occurred through the zone of previously placed anchors in all cases. A patient initially dislocated their left shoulder. Arthroscopic capsulorrhaphy was performed using 3 biofastak anchors placed at the 9 o¿clock, 8 o¿clock, and 6:30 positions, plus another placed just anterior to the biceps to secure the biceps anchor. One year later, again the shoulder was dislocated after a trivial abduction-external rotation injury. The CT scans showed a fracture of the anteroinferior glenoid through the base of the drill holes. Arthroscopic examination showed that the anteroinferior glenoid had fractured through the drill holes. There was a displaced bony fragment of glenoid with the labrum attached to it. Sutures were visible traversing the space between the bed of the fracture and the displaced fragment. An open bankart repair with capsular shift was performed, and recovery was uneventful.